Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Hyphema, device malposition and uveitis are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A subject underwent combined cataract surgery with hydrus microstent implantation in mid-(B)(6) 2021. At 1-week post-operative exam ((B)(6) 2021), heme was noted inferiorly on the anterior surface of the intraocular lens, along with pigmented cells in the anterior chamber and anterior vitreous. Gonioscopic exam was performed, and the hydrus device was in the nasal quadrant with the proximal tip indenting the iris. Topical steroid and cycloplegic agents were prescribed and the patient returned the following week. On (B)(6) 2021, pigmented cells were observed in the anterior chamber and anterior vitreous. Gonioscopic exam was performed confirming no hyphema and no notable microstent iris touch. The medication dosage was decreased and the surgeon questioned the possibility of a healing cleft that was not noted on gonioscopy as well as the relationship between the uveitis and heme. At most recent follow-up on (B)(6) 2021, all findings had resolved and the intraocular pressure was 12 mmhg.

Manufacturer narrative:
Correction: section h.6: medical device problem code: from 2616 to 2993. The sequela described in this complaint does not appear to be related to the hydrus microstent positioning since no iris-device touch was observed at 1 month and all findings resolved without further intervention. Manufacturer reference #: (B)(4).